Event description:
On october 20, 2009, a doctor reported that a patient lost a dental implant about 4-1/2 months after placement due to unknown reasons. The doctor also, reported that there was bone augmentaiton materials used 4 months earlier.